Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's reason for call was because they were being overstimulated and they were twitching; the event was considered a sudden change in therapy/symptoms as it occurred friday evening. They also said their "whole bowels" are inflamed and noticed this issue occurred over the weekend. The patient also said their scrotum and testicles have blown up and noted they were red. They also noted their urine looked like semen when they provided a urine sample. The patient noted their healthcare provider (hcp) wanted to increase stimulation and reached out to the manufacture representative (rep) to receive help, but the patient didn't receive a call. During the call, the patient confirmed therapy was on so the call center waked the patient through and turned stimulation off; it was set at 1.2v. The patient also noted the screen was dark when they looked at their patient programmer (pp). As a result of what was reported, the patient was redirected to their hcp for further discussion. No further patient complications have been reported as a result of this event.